Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19632. It was reported that the patient presented with several noise reversion episodes during a follow-up in clinic. There were no issues due to the noise reversions. Both the right atrial and right ventricle leads were explanted and replaced. The patient's condition was stable.